Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the physician could not load a spider fx wire through the distal tip of the stent. No patient injury is reported. Evaluation summary: the protege rx stent delivery system (sds) device was received for evaluation without any ancillary devices or cine images from the procedure. The stent was partially deployed beyond the outer sheath. The inner shaft was kinked within the deployed stent region. There was a slight kink in the rx region of the sds 55mm from the distal tip. The device was loaded with a test 0.014 guidewire through the rx guidewire lumen (gwl) without complication.